Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis(ipp) on due to inflation and mechanical issues with the ipp. At the time of the explant it was found that a leak had developed in the tubing between the cylinders and pump. There was no fluid in the device. All components were replaced on (B)(6) 2021. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The following fields have been updated: event description, implant date, product lot serial number. Investigation summary: based on the information available, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. Product analysis confirmed the reported event as a hole was identified in the kink resistant tubing (krt) as a result of material fatigue/wear. This report will be updated should additional information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the ams 700 ipp cylinders were visually inspected, leak tested and microscopically examined. Both cylinders exhibited wear at a fold in proximal cylinder body and in cylinder body. Small leaks were identified in the cylinder bodies due to the presence of holes in the outer tube that were the result of sharp instrument damage consistent with explant; the cylinders were not pressure tested as a result. The momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. The pump kink resistant tubing (krt) had a hole due to fatigue and wear to the filament; a leak was present. The damaged tubing was removed and the pump was functionally tested and performed within specification. The identified fluid leak was the probable cause of the reported inflation and mechanical issues as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported event. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgery to revise an inflatable penile prosthesis(ipp) on due to inflation and mechanical issues with the ipp. No patient complications were reported and the patient is expected to fully recover.